Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 25x1 rb safety mechanism broke it was reported by customer that when trying to engage the safety, the needle guard broke off the needle. Verbatim: rcc received a complaint via email. Email(s) attached. The customer advised that their staff had a near miss when trying to engage the safety. The needle guard broke off the needle when the staff went to use it, nearly causing a needle stick.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.